Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l34869, implanted: (B)(6) 1995, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The physician tried to restart the pump and sent the patient home. The pump then stalled again. The dates of the stall were not known at the time of the report. It was reported the patient experienced withdrawal. The system was explanted on (B)(6) 2014 due to multiple motor stalls and the patient recovered without sequelae. There was no patient injury. No rotor study or dye studies were performed. The system was being used to deliver compounded baclofen and fentanyl.

Event description:
Additional information received reported the cause of the motor stall was unknown. It was also noted that the pump kept beeping.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.